Event description:
The patient reportedly lost sound. External equipment was exchanged and programming adjustments were attempted. This did not resolve the problem. The surgery to explant the patient's device will be scheduled.